Event description:
It was reported by service report that the prongs from the power cord were bent and loose and the bed had intermittent power. It was further reported there were exposed sharp edges on the metal hinges exposed on the footboard. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: the power cord and auxiliary power cord had bent and loose ground prongs and power prongs. Sharp edges.